Event description:
During evaluation of a returned spectrum iq pump, the device under-infused during flow rate accuracy testing with an error percentage of 11.5025%.no additional information is available.

Manufacturer narrative:
E1 initial reporter phone no.: (B)(6). The device was received for evaluation. During evaluation, the device under-infused during flow rate accuracy testing with an error percentage of 11.5025%. The cause was identified to be worn lobe on the camshaft. The camshaft (includes bearings and gears) will be replaced to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.